Event description:
It was reported by the customer's mother that the customer's insulin pump was exposed to water and now the insulin pump has a blank display. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, scratched case, minor scratches on the display window and cracked case near display window corners. Blank display noted due to moisture damage on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)